Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
On may 24th, the patient notified the baxter customer service team that he identified 2 cassettes from the product delivered in may which presented some issues at the moment to use them. The cassettes presented a leak of the solution during installation checking. There was no patient involvement. No further information is available. This report is addressing cassette 2 of 2.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. The reported issue was confirmed of a defect caused by faulty sealing of dyes used for radiofrequency sealing and the extraction station on the patient line machines. The cause was determined to be a manufacturing issue. A batch review was performed with no issues found. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.